Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's inverter board.

Event description:
Customer reported an issue with the spectrum monitor's display, which may have affected o2 monitoring. No pt injury was reported.